Manufacturer narrative:
A f/u report will be issued as soon as possible.

Event description:
Pt was in their vehicle which contains 2 liquid oxygen tanks. One on the vehicle seat, one in the trunk of the vehicle. The liquid oxygen tank located on the seat of the vehicle was in use. The pt lit a cigarette which resulted in a vehicle fire and 2 fatalities. At this time, the make, models, and serial numbers of the oxygen tanks are not known. An investigation is underway and a f/u report will be issued as soon as possible. If it is determined that more than one caire inc. Device is involved with this incident, add'l mdss will be issued accordingly for each device. A reference to this MDR number will be included as needed.